Manufacturer narrative:
Product ID: 8578, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine (unknown concentration and dosage) via an implantable infusion pump for non-malignant pain. It was reported that the patient had chronic pain since "last year" prior to (B)(6) 2018 and had numbness, which began in (B)(6) 2018. It was asked but unknown if the symptoms were related to the device or therapy. The patient was scheduled for an MRI of the lumbar and thoracic spine for chronic pain and numbness. It was unknown if the MRI was due to a problem with the device or therapy. No further complications were reported. Additional information as received from a healthcare professional (hcp). It was reported that the cause of the chronic pain and numbness was due to a possible granuloma. No further complications were anticipated/reported.